Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the bmc was faulty in host pc. The defective host pc was returned for analysis, and it was concluded that there was a software failure in bmc. To resolve the issue, the fse replaced the host pc and performed functional tests. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.